Event description:
Lead and/or extension breakage was reported. The lead and/or extension was "shorting out". The battery was depleted.

Manufacturer narrative:
The neurostimulator, lead and extension were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.